Event description:
It was reported that a patient was not getting relief (less than 50% therapy relief at the ¿catheter track¿) ¿even after increases.¿ a side port study was performed. The healthcare professional (hcp) attempted but could not aspirate the catheter. The patient indicated she did not want a surgery to replace the catheter ¿right now¿ so the pump was reprogrammed to decrease the dose by 10% on the day of this report ¿to see if the patient noticed a difference.¿ the reporter stated that ¿if not, they would decide if they would replace the catheter or just discontinue therapy by slowly decreasing.¿ the patient was alive with no injury. The pump was used to infuse dilaudid, clonidine, and bupivacaine. No intervention or outcome was reported. Follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).